Manufacturer narrative:
Corrected data: b5, b6, b7, d10, g2, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during transferring equipment between hospitals, the cs300 intra-aortic balloon pump (iabp) units ball counterpulation console failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units ball counterpulation console failure.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the internal connections of the screen were readjusted and the interior is dried as it had traces of moisture. The fse later reported that no parts have been replaced, the internal connections have been readjusted and the equipment is working correctly. The failure was possibly caused by getting the equipment wet.